Manufacturer narrative:
Evaluation results: visual findings observed scratches, indentations, and site stickers on the exterior housing. The side switch cover has been torn off leaving the unit with exposed control buttons. Both dust covers underneath the battery slots have been damaged. The battery compartment has signs of previous battery corrosion such as white powder residue on one of the battery springs, compartment sidewalls, and inside all receptacles. Evaluation of the unit found that it has power and sounded with static noise; however, it stopped sounding when in use with a sensor. The speaker impedance is above the normal range and is the cause for the unit having no sound. Being that the unit is already more than eight years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer contacted us via phone call. Customer states they have an alarm that they would like to return for warranty inspection. The customer states that the alarm has an intermittent issue with the speaker. Sometimes it works and then sometimes the noise it makes is barely audible. Customer states they have tried to replace batteries and test a new sensor. They also claim the inside of the battery compartment is free of damage and corrosion. Customer states they checked the ports for the nc and sensor for damage. The date the issue was discovered is unknown and no incident or serious injury was reported.